Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which (B)(6) did not manufacture or import. The report comes from dr. (B)(6) concerning the roadrunner guidewire manufactured by: cook. It was reported that the cardiomems implant procedure took longer than expected secondary to guidewire shearing. It was reported that the roadrunner wire became stuck in the delivery catheter and it was discovered that the hydrophilic coating was sheared off. Use of a second roadrunner wire again resulted in shearing of the hydrophilic coating. A different model of non-(B)(6) wire was then utilized and the sensor was successfully implanted. The case took a total of one hour. The patient remained stable and suffered no adverse events. There was no concern for foreign material in the patient. There were no interventions required due to the procedural delay. Ref report: mw5157251. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).